Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using auto-disable syringe, 0.5ml bd soloshot¿ ix a plunger rod broke. The following information was provided by the initial reporter: broken plunger.

Manufacturer narrative:
H.6. Investigation: a device history record review was completed for provided material number 306398 and lot number 2106463. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defects and all quality tests were found to be within specification. To aid in the investigation of this issue, four picture samples and three affected physical samples were returned for evaluation by our quality engineer team. Each of the physical samples had the clip already activated. One of the syringes displayed a cannula point which was not well formed (needle bifurcated). The pictures provided also show a not well-formed cannula point as well as a syringe with a broken plunger. Regarding the defects of broken plunger and locked syringes prior to use, we understand that a malfunction with the clip assembly could have taken place. During the clip assembly, it is possible for the clip to be misplaced and activated, which would cause the syringe to be impossible to use.

Event description:
It was reported while using auto-disable syringe, 0.5ml bd soloshot¿ ix a plunger rod broke. The following information was provided by the initial reporter: broken plunger.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using auto-disable syringe, 0.5ml bd soloshot¿ ix a plunger rod broke. The following information was provided by the initial reporter: broken plunger.